Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left unruptured internal carotid artery (ica) cavernous and ophthalmic segment wide neck, fusiform aneurysm, the physician observed that the green coating was detached from the delivery wire after two pipeline devices were delivered. Both of the pipeline devices were implanted successfully. The physician did not experience any difficulties during the delivery of the devices; however the physician felt resistance trying to pull the system out of patient in the entire parts of both catheters. The loose coat pieces were found in the microcatheter and the rhv. One push-wire with the coating loose problem was sent for device investigation. The other push-wire and the microcatheters were discarded. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The push-wire was returned for evaluation without the pipeline, tuohy/rhv valve, pin vise and catheters. The pipeline was implanted in the patient. The push-wire was returned in its original pouch and carton box. No coating flakes were found inside the returned pouch. The tip coil and capture coil appeared to be damaged. The coating of the entire push-wire length was examined under the video inspection system (30x magnification) for coating integrity. The coating on the push-wire was found scraped. The push-wire was found bent at 2 different locations. No other complaints have been reported against the lot number. Based on the above findings, the customer's report was confirmed. The coating appeared to be damaged by mechanical scraping and abrasion or force (pin vise, rotating hemostatic valve, etc.). The tip coil, capture coil and push-wire were also damaged. However, the cause for damage could not be determined. Same event as reported in 2029214-2015-00307.